Event description:
It was reported that during a ptca/stent procedure, the sds could not cross the lesion and upon removal of the sds through the guiding catheter (contrary to IFU), the stent was not on the balloon. Angiography revealed the stent to be located proximal to the lesion. A balloon catheter was advanced and inflated inside the separated stent in order to retrieve it; however, this was unsuccessful. The stent was subsequently deployed where it had separated. During this procedure, a dissection occurred in the pt's right coronary artery, which necessitated deploying four additional stents. The pt is reported to be fine.